Event description:
It was reported that the 9600+ system has a power cord problem. There was no report of pt or operator injury.

Manufacturer narrative:
A ge service representative performed an investigation. The reported power cord issue was addressed by inhouse engineer. The system was found to be working as intended and returned to service.